Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 346 (mg/dl). During troubleshooting with tandem technical support, customer noted there was a delay in observing insulin in the tubing. It was recommended that the customer change the infusion site; however, the customer declined performing a change at the time event was reported. It was indicated that the customer would later change site and deliver a bolus to address bg levels. Customer later reported that bg levels had decreased.